Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm and was unable to clear it. They took the battery out and reinserted it but they were still unable to do anything with the insulin pump. The customer's blood glucose level was 122 mg/dl. They were advised to observe the time clock for one minute to verify if time advances. The customer stated that time did not advance. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act button did not respond due to corroded keypad trace. No frozen screen noted. The time advanced properly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.